Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed. Additional information from the original equipment manufacturer: summary of investigation results: no device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. Correction summary: no corrections required. Conclusion: the complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, ¿physician preference¿ and/or ¿user does not exercise care during the insertion of the flexible end of the guidewire into the entry device/catheter¿ appears to have impacted on the event as reported.

Manufacturer narrative:
B5 updated with additional information. Complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. H6 medical device problem code a051208 was changed to a0508

Event description:
The reported bleeding was noted post-insertion after perclose deployment.upon explant from the right side, difficulty was encountered rethreading the abiomed 0.018-inch guidewire through the pigtail and past the proximal end.

Event description:
No issues were reported during removal of the product from its packaging. The product was carefully laid out by the technician and inspected during the priming process, with no issues identified. No issues were noted during advancement over the guidewire on the initial insertion; the issue was only encountered during reinsertion. It is unknown whether a new guidewire was used or if the original guidewire was reshaped or modified. It is unknown whether any unusual force was applied to the device. The device was easily removed prior to reinsertion and again at the time of final explant the following day. A "buzzing" sound was reported, appearing to originate from the motor area of the pump, described as similar to an object contacting a ceiling fan, but at a higher frequency. The device was visualized as set at p-0; however, it was noted that it may be inferred that it may have continued operating at a prior performance level. Once the impella driveline was disconnected from the aic and the aic was restarted, device operation proceeded without further issue.

Manufacturer narrative:
B5 updated with additional information received from the clinical site. H6 medical device problem code a140505 added based on additional information received.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella guide wire 0.018" ptfe coated.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 55-year-old male patient for the indication of aortic valvuloplasty, with a pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage a. Following a transcatheter aortic valve replacement (tavr) procedure, the clinical team elected to switch groin access to maintain impella cp support. The device was initially positioned via the right femoral artery; however, due to excessive bleeding from the right groin site, the decision was made to remove and reinsert the impella cp via the left femoral artery. Upon reinsertion, the impella cp was observed to be operating at performance level p-0. Attempts to advance the abiomed 0.018-inch guidewire were unsuccessful and associated with abnormal resistance described as a "buzzing" sensation. The device was temporarily turned off and subsequently restarted. Following this, the device was advanced under fluoroscopic guidance and reactivated. During support, no placement signal was observed on the automated impella controller (aic)despite confirmation of appropriate pump positioning by echocardiogram. The absence of a placement signal was considered potentially related to optical sensor dysfunction. Placement of a new impella cp device was recommended as the safest course of action; however, this option was declined by the treating physician. Despite the placement signal issue, the impella cp remained in place and continued to provide support. The patient was successfully weaned from support and survived to impella cp explant.